Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm due to completely broken reservoir tube lip. Device received with broken reservoir tube lip and loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a compromised forced sensor system alarm. Customer¿s blood glucose value was 230 mg/dl. Customer stated that the drive support cap was protruded. Customer was advised to discontinue the use of the insulin pump. The device will return for the analysis.